Event description:
It was reported during in clinic follow up that the atrial lead exhibited a failure to capture. X-ray revealed the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.